Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their blood sugar was 540 mg/dl. The insulin pump is receiving alarms to replace the battery. The customer has only been using the batteries for one day. The insulin pump did not alarm low battery alert prior to replace battery now. The customer drops the insulin pump everyday. The customer stated that there have been no unattended alarms. Troubleshooting was performed and the insulin pump will return.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at the connector. Unit also alarmed power loss and low battery alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit received with minor scratched display window and case.